Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the target lesion was in left main coronary artery (lm) which was 95% stenosed, heavily calcified and non-tortuous. Access was gained through the left femoral artery. The heart pump could not be advanced through the left iliac due to heavy calcification. The patient had porcelain aorta; the outline of aorta was visible in angiogram without contrast due to full calcification. Intravascular lithotripsy (ivl) was performed in the left iliac. The heart pump sheath was advanced and the heart pump was inserted. The circumflex artery (cfx) was wired but the left anterior descending artery (lad) could not be wired due to calcium blockage. Intravascular ultrasound (ivus) was used down the cfx and lm. A non-abbott dual-lumen catheter was used to assist with wiring the lad. The dual-lumen catheter was removed. Ivus was readvanced to the lad but was unsuccessful. The viperwire advance coronary guide wire with flex tip was in place. The diamondback 360 precision coronary orbital atherectomy device (oad) was advanced to the lad. One low-speed treatment and three high-speed treatments were performed. The patient experienced chest pain. The oad was removed. Angiographic imaging showed perforation in lm ostial lad. To resolve the perforation, the physician tried to place a non-abbott covered stent in lad but was unsuccessful due to the stent repeatedly going through the perforation. The stent ended up being placed in distal lm into the left cfx. The physician thought the perforation was resolved, but there was no flow to the lad. The patient lost pulse. Cardiopulmonary resuscitation (CPR) protocol was administered. Epinephrine and other standard medications were given. Pericardiocentesis was performed. CPR continued. Patient regained pulse for a while. A temporary pacemaker was inserted. The heart pump was still in place. CPR was continued. The patient lost pulse again. After a brief time, patient expiration was pronounced. Sometime during the code, the patient also received blood transfusion and was intubated during CPR. The physician indicated he has never seen an oad perforate. The primary cause of death was perforation by oad. There is no allegation of malfunction against the viperwire.

Event description:
It was reported that the patient was a coronary artery bypass grafting (CABG) turndown who wanted something done and did not want to be sent home and medically managed. The target lesion was in left main coronary artery (lm) which was 95% stenosed, heavily calcified and non-tortuous. Access was gained through the left femoral artery. The heart pump could not be advanced through the left iliac due to heavy calcification. The patient had porcelain aorta; the outline of aorta was visible in angiogram without contrast due to full calcification. Intravascular lithotripsy (ivl) was performed in the left iliac. The heart pump sheath was advanced and the heart pump was inserted. The circumflex artery (cfx) was wired but the left anterior descending artery (lad) could not be wired due to calcium blockage. Intravascular ultrasound (ivus) was used down the cfx and lm. A non-abbott dual-lumen catheter was used to assist with wiring the lad. The dual-lumen catheter was removed. Ivus was readvanced to the lad but was unsuccessful. The viperwire advance coronary guide wire with flex tip was in place. The diamondback 360 precision coronary orbital atherectomy device (oad) was advanced to the lad. One low-speed treatment and three high-speed treatments were performed. The patient experienced chest pain. The oad was removed. Angiographic imaging showed perforation in lm ostial lad. To resolve the perforation, the physician tried to place a non-abbott covered stent in lad but was unsuccessful due to the stent repeatedly going through the perforation. The stent ended up being placed in distal lm into the left cfx. The physician thought the perforation was resolved, but there was no flow to the lad. The patient lost pulse. Cardiopulmonary resuscitation (CPR) protocol was administered. Epinephrine and other standard medications were given. Pericardiocentesis was performed. CPR continued. Patient regained pulse for a while. A temporary pacemaker was inserted. The heart pump was still in place. CPR was continued. The patient lost pulse again. After a brief time, patient expiration was pronounced. Sometime during the code, the patient also received blood transfusion and was intubated during CPR. The physician indicated he has never seen an oad perforate. The primary cause of death was perforation by oad. There is no allegation of malfunction against the viperwire.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot-specific issue. Based on the information received, the investigation determined that the reported patient perforation of vessels, cardiac arrest, angina, vessel occlusion, and related medication, surgical intervention and death appears to be related to operational context. In this case it is likely that the reported patient perforation of vessels, cardiac arrest, angina, vessel occlusion, and related medication, surgical intervention and death are a result of the patient¿s disease severity combined with use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated: g3, g6, h2, h6. H6: codes 4118, 3233, and 11 no longer apply.